Event description:
The customer reported to baxter (B)(4) one (1) clearlink duo-vent c-flo set10 dpm duo-vent, in which the tubing disconnected from the lower y-site during patient use on there was no injury to the patient or medical intervention. No sample is available. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.